Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire correctly. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with 2 partially formed clips in jaw. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw causing 5 pear shaped clips. After further evaluation, 1 conforming clip was noted to be jammed under the tip of the advancer preventing the device from proper clip feeding and leading to the found feeding issue. Upon removal of jammed clip, the device fed and formed the remaining 7 conforming clips as intended. The lockout mechanism was noted to be fully functional. It could not be determined what may have caused the clip jammed under the advancer. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.